Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was losing its memory quite regularly. Customer also noticed a keypad problem. The insulin pump was alarming button error and no delivery. Customer's blood glucose was unknown. Customer stated there were issues with the setting prior to the button error alarm occurring. Customer was advised the device needed to be replaced. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to perform the error test, no delivery test or confirm the memory erase due to the button/keypad anomaly. No damage was found on the interface board. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.